Event description:
A tandem mobi cartridge alarm was reported by a caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer requested a pump reset to continue using the current pump until a replacement arrived, as there was no backup therapy available. Technical support guided the customer through the pump reset successfully and provided instructions for the use and return of the pump. A replacement pump with updated software was sent, and the customer was advised to contact their healthcare provider for backup therapy options.